Event description:
The following was reported by the pt, after a percutaneous catheterization in september, 2004 an angio-seal device was used to close the arteriotomy in their right leg. While recovering in the hospital, the pt stated something happened and the device "dropped down" and occluded the blood flow to the right leg. The pt experienced numbness in the right foot and the color was white with toes being blue. Vascular surgery was done to restore blood flow to the right leg. Efforts to obtain more information has been unsuccessful.